Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test due to the lcd (liquid crystal display) being out of electrical specification (missing pixels). Analysis also found the upper case and bail covers are broken. Lower case is broken and contaminated. Battery release and battery drawer are contaminated, battery contacts are compressed, and the lead flex cover is corroded. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.